Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer was having difficulty getting through the prime menu. He gave himself a large dose of insulin which resulted in him becoming disoriented and low blood glucose. Paramedics were called out and treated customer for his glucose level.